Manufacturer narrative:
Correction to initial MDR in block b3: block b3: exact date unknown, event occurred in approximately few months ago from date manufacturer was made aware.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Additional information was received that the explanted ipg will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.